Manufacturer narrative:
The event of capsular contracture and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture and lymphadenopathy.

Event description:
Patient reported left side rupture, capsular contracture baker grade IV, pain and lymph node swelling. Device has been explanted.

Event description:
Patient reported left side rupture, capsular contracture baker grade IV, pain and lymph node swelling. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ deformation: no observed. Unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture, capsular contracture baker grade IV, pain and lymph node swelling. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.